Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
It was reported that abnormal impedances have been found when the user was seen in (B)(6) 2021. The user has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is planned at the beginning of 2022.

Event description:
It was reported that abnormal impedances have been found when the user has been in (B)(6) 2021. Once the father purchases a new audio processor, re-implantation will be scheduled (in early 2022).

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that abnormal impedances have been found when the user has been in (B)(6) 2021.